Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi(>600 mg/dl), 80 mg/dl, 182 mg/dl, and 475 mg/dl. Customer did not recall having any symptoms, and did not receive treatment. Requested return of suspect device and replacement was sent.